Manufacturer narrative:
Investigation pending.

Event description:
A call was received reporting variance between inratio inr results. The results were as follows: date: (B)(6), inratio inr: 1.0; (B)(6), 4.0; (B)(6), 1.7; (B)(6), 1.3. Therapeutic range: unknown. It was reported that same finger was being pricked multiple time and finger was being milked. On 5/16/2016, technical service specialist spoke with caller. Lab result was requested but could not be provided. It was stated that the lab results as could be recalled were very close to the inratio results.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although there were improper techniques identified in the complaint, the customer did not provide a reference value for comparison. It is not possible to verify if a discrepancy exists without this information. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.